Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 429 mg/dl at the time of incident and current blood glucose level was 271 mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer fell ok to trouble shooting for high blood glucose. Customer not alleging that insulin pump was under delivering and drive support cap was normal. The device will not be returned for analysis.